Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp developed thrombosis in the left atrium and left ventricle. There were suction and low flows. The patient expired on support and the attending physician noted there is no relation between the pump and the death.

Manufacturer narrative:
The device and data logs were not returned for review. The cause of low flow/suction was unable to be determined as limited clinical details were provided and no product & data were returned for review. The root cause of the thrombosis was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.